Event description:
When attaching to a hazardous tubing line, the spiros would not attach or make the clicking sound. Replaced with another spiros and worked fine. Event did not reach the patient. No staff injury. Not available for return.